Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with glucose/carb intake, a visit to emergency room, and was admitted to the hospital. The customer had an acute cardiac arrest and had surgical intervention. It was unknown if the customer was using the insulin pump within 48 hours of the reported event and if the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the product was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4) inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay, scratched keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the bolus listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 13:01:55.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 100000 (10 u) bolus amount delivered: 100000 (10 u) please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) daily total collection start time: (B)(6) 2023 00:00:00.000 daily total of all insulin delivered: 304000 (30.4 u) daily total of basal insulin delivered: 204000 (20.4 u) dailytotalofbolusinsulindelivered: 100000 (10 u) there were no auto suspend alarm noted in the pump history file. There were no user suspended alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 02:46:00.000 alarmalertnotification (40) fault number: lostsensor1alert (780) (B)(6) 2023 02:56:00.000 alarm alert notification (40) fault number: lostsensor1alert (780) (B)(6) 2023 03:51:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 04:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Calibration anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.